Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample was initially tested on the cepheid and was sars-cov-2 positive. The same sample was repeated on the cobas liat as negative. The same sample was again repeated on both the cobas liat and the cepheid and was sars-cov-2 negative. The negative results were not reported. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Data was not provided for review of instrument performance. Although a root cause could not be identified, the off-label sample storage, the sample possibly being at lod, and differences in testing methods could be factors. Note that the sample was run on the cobas liat after a week in the refrigerator, which is an off-label practice. As per the method sheet: "samples may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. Freezing at -70°c or colder is required for specimen storage or transportation beyond 72 hours prior to the specimen being added to the assay tube for testing. Samples collected in 0.9% saline solution cannot be stored frozen." A limited investigation was performed due to the lack of data and further information. No related internal non-conformances were identified. No recent changes to the product related to the customer's allegation were identified. The repeat results on the cobas liat and cheheid were consistent.